Event description:
Caller (B)(6) reported a potential false negative troponin (tni) versus the dxc analyzer. A (B)(6) female came to the ed with complaints of chest pain. Pt was tested at 1150 and then again at 1341. The physician admitted the pt and a lab test was done at 1714. Result indicated 2.56 tni levels, however, physician did not believe the pt was having an mi because he had just left the hosp and saw her eating without any complaints. The labs were repeated at 2317 and again at 0500 with lab and triage meter. Caller reported that the pt had an mi and was sent to the catheter lab to have 2 stents placed.

Manufacturer narrative:
Investigation pending.